Event description:
It was reported that approximately two months after implantation of a vena cava filter, CT imaging demonstrated a filter tilt, and some filter limbs appeared to extend into the right renal vein and outside the ivc wall. Attempts to retrieve the filter were unsuccessful, as the filter apex appeared to be embedded in the ivc wall. Two years later, a CT scan demonstrated a detached filter limb in the pulmonary artery. The current patient's status is unknown.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment, tilt and limb perforation. Unable to determine the root cause based upon the available information. The current IFU (instructions for use) states: warnings / potential complications: note: it is possible that complications such as those described in the "warnings", precautions," or "potential complications" sections of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition.